Event description:
Customer reported that she needed assistance programming the insulin pump. Customer was advised on programming. She stated that she had been hospitalized for high blood glucose of 603 mg/dl. She experienced stomach pain, chest pain, shortness of breath and diabetic ketoacidosis. She was wearing the insulin pump at the time of the event. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.